Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a connection issue between a uv flash transfer set and a capd disconnect y set. The patient had difficulty disconnecting the devices. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned and an evaluation is complete. A visual inspection was performed with the naked eye and no issues were noted. Functional testing performed included leak testing (eight psi underwater pressure test with lab connector attached), clear passage testing, and uv/jic set connection using uv flash machine. All functional testing performed was acceptable. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.